Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the patient had a hypoglycemic event while on the pump. The reporter stated that the patient had a blood glucose reading of 37mg/dl with no signs or symptoms of hypoglycemia. The patient continued pump therapy at the time of the call. The patient was treated in the emergency room of the hospital with IV glucose. Prior to the incident, the patient reportedly primed insulin while attached to the pump. Approximately 4.0 units were inadvertently dispensed, with an isf ratio of 1:40mg/dl. This complaint is being reported based on the following: the patient allegedly experience hypoglycemia associated with use error of the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/29/2016 with the following findings: no defect was found. Pump boots to the verify screen with audible & vibratory features. A rewind, load and prime sequence was performed successfully with no errors or alarms. No hypersensitive or stuck keys were observed on the keypad. The pump clearly displays message ¿disconnect infusion set from your body!" On the rewind screen and ¿be sure set is disconnected from your body. Then select continue" on the prime screen. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range.